Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5076 implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the device had unexpected longevity as it lasted less than two years. Additionally, the device measured low right ventricular lead impedance once. The lead trend showed normal readings for threshold and impedance, except for this one measurement. The lead was tested through the analyzer and was functioning normally. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.